Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to filing of the initial report additional information was received. There was tissue damage at the access site due to the difficult to remove proglide device. A vascular patch was used to repair the tissue damage and to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the first proglide plunger was removed, no suture was present. A new proglide device was used and the lever would not close the foot. The device was difficult to remove as the foot would not close. A cut down was performed to remove the proglide device. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved with a vascular patch. There was a one hour clinically significant delay in the procedure. No additional information was provided.